Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1sa41117, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of urinary incontinence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported the patient stated they get a few good days of symptom improvement and then it stops working. Reprogramming has been attempted. All programs work well but only temporarily, so the patient wants their device taken out. The patient refused to try reprogramming with cycling. The patient denied stimulation changes and wanted the device shut off. No explant surgery is scheduled. The patient stated they shut off their device, was prescribed a steroid antifungal cream, and their urinary incontinence is cured. The patient saw their physician and the plan is to leave the device off and reevaluate if symptoms return.

Event description:
It was reported that the patient experienced a few good days of symptom improvement before their device stopped working. The device was reprogrammed and all programs worked well, however, it was temporary. The patient would like to have their device taken out and refuses to try reprogramming with cycling. The patient denied stimulation changes and wanted their device shut off, so the device was shut off. There is no explant surgery scheduled; however, the patient was prescribed a steroid antifungal cream and their urinary incontinence cured. The patient had a visit with their physician and plans to leave the device off and reevaluate symptoms should they return.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).